Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device broke when it impacted the femoral arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was confirmed as the returned device is fractured. DHR was reviewed and no related deviations or discrepancies were found. Prior investigations determined the primary root cause is wear and tear from use. This risk is addressed in risk documents, under "hazards related to the use of the medical device": impaction pad cracks, fractures or deforms due to repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.